Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation. The failure was caused by a software issue not being able to detect the hardware revision and i2c bus errors. Vyaire technical support advised customer to replace the main board and no further updates received.

Manufacturer narrative:
H10: the suspect device has not been return for investigation. Vyaire tech support received a set of logs where the unit shut off suddenly with no further reaction. Checked logs and has a gap after 15.dec.2023 with no further entry. No logs seen for any power button pushed before that. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista1000 ventilator stopped ventilation during operation on the patient. Furthermore, vent replaced quickly as possible, no patient harm associated with the event.